Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that within the last couple of months the patient noticed something was not right with the ins. The caller stated that the patient had an MRI at the hospital and said the ins could be shut off okay, but "bringing it back on again was a real chore." The caller mentioned that a technician at the hospital checked the ins battery life and it was ""like down to zero." The patient's healthcare provider (hcp) also told the caller that the "leads are probably gone and need to be replaced." The caller stated that the patient had met with a local hcp to discuss replacing the ins battery, but the caller mentioned that in the meantime the patient fell down a flight of steps and broke their neck so the patient can't do anything about it right now. The caller also mentioned that the patient "keeps getting text messages that it's not responding or whatever." It was unclear what the caller was referring to, but they said the patient wasn't responding to the messa ges because they couldn't at this point in time. The caller did not require further assistance, they just wanted to make [manufacturer] aware of the situation.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.